Manufacturer narrative:
The associated trochanteric antegrade nail was not returned for evaluation. Therefore, a product analysis could not be conducted. However, device details were provided. Thus, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; and smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a broken nail.